Event description:
A report was received that a patient experienced a headache following having her trial leads pulled. They physician performed a blood patch as she suspected there might have been a dura puncture. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned for evaluation as they were discarded by the medical facility. This is the final report.